Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after feeling multiple inappropriate shocks. Interrogation showed the patient's implantable cardioverter defibrillator (ICD) was incorrectly interpreting the incoming signal and delivered the shocks. Changes were made the tachycardia zones on the patient's ICD. The patient was stable throughout.